Event description:
During the treatment for the patient after the cardiac arrest, the quattro catheter (lot# 196922) was placed in the patient's left internal jugular vein. After 66 hours of therapy, the blood was noted backing up from the catheter to the suk tubing. A catheter leak was suspected. Following this, the catheter was removed. It is unknown if alternative devices or other temperature management therapies were utilized. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of a suspected quattro catheter (lot #196922) leak as blood was noted backing up from the catheter to the suk tubing was confirmed during functional testing of the returned quattro catheter. During the functional pressure leak test, a pinhole leak was observed in the middle of the medial 1 balloon. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luer tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed in the middle of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 196922.